Manufacturer narrative:
The result image files were reviewed by an immucor technical specialist. While the instruments interpretation of the results was negative, the results visually appeared (B)(6) with cell 1 ((B)(6)) and negative with cells 2 & 3 (both k (B)(6)). Controls performed as expected. Customer was informed of the need to visually verify all negative antibody screening and identification results. The instrument is operating as expected.

Event description:
Customer reported an unexpected negative reaction on the galileo echo instrument.